Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. The patient received a glucagon injection from her husband at 7:16 p.m. Due to hypoglycemia symptoms of losing conscious and muscle spasm. The emergency doctor arrived at 7:30 p.m. And the patient's blood glucose level was 102 mg/dl. The patient regained conscious 15 minutes after the arrival of the emergency doctor. The patient was not taken to the hospital.